Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had intermittent operation with the handpiece. Therefore, the reported condition was confirmed. It was further noted that the device would not close properly, had corrosion on pins at the bottom, failed leakage test and did not function. The assignable root cause was determined to be material failure due to cleaning and/or sterilization processes or agents. This was further defined as improper cleaning/care. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. It was reported that during an acl reconstruction surgery, it was observed that the small battery drive device and battery casing device had intermittent operation and grinding noise while in use together. It was reported that the surgeon had to bang on the device with a hemmer to make it work. There were no delays in the surgical procedure as the same devices were used to successfully complete the surgery. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.